Event description:
The catheter was inserted, with the guidewire still in place, a 10 cc syringe was attached, the line was then flushed, but the catheter disappeared. The guidewire stayed in the surgeons hand and did not migrate with the catheter. When the surgeon went to remove the catheter, he found that it had broken in two pieces, one portion migrated to the left pulmonary and another portion migrated to the right pulmonary. Both pieces were removed. The pt went into ventricular tachycardia, but is doing okay now.

Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.